Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer (fse) reported that although the station had internet, logmein was not connecting, and browser-based remote access was also unavailable. A technical support specialist (tss) advised sending it firewall rules to the customer for verification. The logmein issues were resolved by reinstalling the program, and the communication sled was successfully configured. Despite replacing jar controller boards on drawers, storage spaces remained non-functional. The cabinet controller and interface board were replaced, new drawers were configured, and all drawers passed diagnostics with no errors in med bank software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were in offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the drawers were in offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.